Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result. The consumer then took a test from another brand, which came back negative. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer tested positive 5 days ago, they took our test and they were still positive, they took another brand's test and it was negative, they don't have another test and wanted to know what to do about going back to work."

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result. The consumer then took a test from another brand, which came back negative. There was no report of adverse patient impact. (B)(4) the following information was provided by the initial reporter: "customer tested positive 5 days ago, they took our test and they were still positive, they took another brand's test and it was negative, they don't have another test and wanted to know what to do about going back to work"

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿but negative using another brand.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.